Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Functional testing of the returned complaint device was performed; the device was attempted to be inflated, however a leak was noted in the balloon portion of the device. Microscopic examination of the balloon revealed a pinhole in the balloon material. Visual examination of the catheter was performed and no issues were noted. Based on the condition of the returned incident device, the complaint that the balloon burst was not confirmed; therefore this is no longer an MDR reportable event. The most probable root cause for this complaint is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a maxforce biliary balloon dilatation catheter was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on a female patient on (B)(6), 2011 (patient age and weight are unknown). According to the complainant, during the procedure, the balloon burst in the common bile duct. It was reported the balloon started to inflate and then contrast was seen flowing out from the top of the balloon under fluoroscopy. No pieces of the balloon detached inside the patient. The device was removed and the procedure was completed with another maxforce biliary balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a maxforce biliary balloon dilatation catheter was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on a female patient on (B)(6), 2011 (patient age and weight are unknown). According to the complainant, during the procedure, the balloon burst in the common bile duct. It was reported the balloon started to inflate and then contrast was seen flowing out from the top of the balloon under fluoroscopy. No pieces of the balloon detached inside the patient. The device was removed and the procedure was completed with another maxforce biliary balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.